Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received analyzer alarms and intermittent questionable ion selective electrode (ise) results for an unknown number of patient samples. The samples were repeated on another module and the results were normal. Data was provided for two patient samples that were repeated because the results were not normal. Sample 1 original sodium result was 128 mmol/l and original chloride result was 118 mmol/l. The repeat sodium result was 141 mmol/l and repeat chloride result was 106 mmol/l. Sample 2 original sodium result was 127 mmol/l and the repeat sodium result was 136 mmol/l. The repeat results were believed to be correct. The customer stated no obviously erroneous results were reported out of the lab but could not be sure if any erroneous results were reported because if the results appeared normal they were not repeated. There was no adverse event. The sodium and chloride electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the spurious noise voltage was induced by a misaligned ise module cover that was not properly grounded. He inspected the ise and readjusted the ise2 cover. He ran calibration, qc and a precision check which were within specifications.